Event description:
It was reported that this pacemaker exhibited a signal artifact monitoring (sam) episode, disabling the minute ventilation (mv) sensor. Technical services (ts) was consulted, and during review it was noted that the episode occurred the same day that a medical procedure took place, it was suspected that the system captured cautery signals. Ts advised on steps to enable the mv sensor. No adverse patient effects were reported. This device remains in service.